Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Subject devices implanted on (B)(6) 2015 after antibiotic spacers were removed, patient afterwards developed and treated for a staph infection in (B)(6) 2015.